Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that, the alaris channel delivering oxytocin on the labor and delivery unit would not power off. It was stated, "the patient was on oxytocin for an induction of labor, the fetal heart tones dropped and did not return to baseline quickly- and emergency page was called and interventions were done to help the heart rate increase including turning off the oxytocin infusion. When the rn went to turn off the infusion, however, the channel could not be turned off (multiple rns attempted to turn off the pump) and the only way the rn could stop the infusion was to clamp the line." The channel not functioning/turning off did delay stopping the medication to the patient- even if this was a difference of a few seconds. The staff exchange the channel for one that worked. The channel that would not power off was sent to their biomedical engineer department for further investigation. There were no lasting adverse effects caused to the patient (mother) from the event.

Event description:
It was reported that, the alaris channel delivering oxytocin on the labor and delivery unit would not power off. It was stated, "the patient was on oxytocin for an induction of labor, the fetal heart tones dropped and did not return to baseline quickly- and emergency page was called and interventions were done to help the heart rate increase including turning off the oxytocin infusion. When the rn went to turn off the infusion, however, the channel could not be turned off (multiple rns attempted to turn off the pump) and the only way the rn could stop the infusion was to clamp the line." The channel not functioning/turning off did delay stopping the medication to the patient- even if this was a difference of a few seconds. The staff exchange the channel for one that worked. The channel that would not power off was sent to their biomedical engineer department for further investigation. There were no lasting adverse effects caused to the patient (mother) from the event.

Manufacturer narrative:
The complaint that the pump module would not power off on reported date of (B)(6) 2019 could not be confirmed in the logs; however, testing performed on the source pump module confirmed a nonfunctioning ¿channel off¿ key. Exterior inspection in the as received condition found no irregularities. Internal inspection found corrosion/contamination on a 100 (r35) resistor on the display board. There were no other irregularities observed. Events from the logs could not confirm the device would not power off. Records from the incident date had been over written due to continued use. The source pump module error log did not record any errors on the reported event date. Testing observed an open circuit in the ¿channel off¿ circuitry. The open circuit was the result of contamination/corrosion of the 100 resistor an attempt to install the 100 resistor was made by the service depot; however, the solder pad was damaged. The damaged display board was replaced with a known good and tested. All keys tested good. The root cause of the complaint that the device would not shut off was determined to be contamination on the keypad circuit of the display board. The contamination is believed to be the result of previous fluid ingress. The fluid is believed to have entered from the surface of the keypad and contaminating the display board.